Event description:
Additional information received reported that the patient had a "coupling problem". The patient has had "trouble in the past recharging her ins". It was noted that the patient expressed dislike for her recharger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4): product type recharger; product ID 747120, serial# (B)(4): product type extension; product ID 37743, serial# (B)(4): product type programmer; patient product ID 3898-33, lot# lb5778: product type lead; product ID 74002, lot# n247767: product type adapter. (B)(4).

Event description:
It was reported that the patient¿s battery was not charging. It was noted the patient did not have recharger nearby to perform troubleshooting. Additional information received reported that the patient saw ¿6072013¿ and ¿time 23..01..35¿ on the recharger. The recharger would not charge the implantable neurostimulator (ins). The patient had trouble with charging ever since implant and the recharger ¿never worked.¿ the patient stated the¿ battery had run down in her body¿ and that she ¿hated it.¿ the patient noted she would rather have a non-rechargeable. The device ¿never worked right.¿ the patient was unable to move around when recharging the ins. Additional information requested but had not been received as of the date of this report.